Event description:
This did not reach the patient. When package was opened the stent was found to be faulty. Stent was not mounted correctly. There were no other packages with the same lot number in the organization. Another stent was used.====================== health professional's impression======================stent was not mounted properly====================== manufacturer response for stent, promus rx 3.0mmx23mm drug eluding stent======================unknown